Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a pacemaker was found in backup vvi mode upon initial interrogation. The device was not used. There was no patient involvement.

Manufacturer narrative:
Device was received in backup operation. Analysis of the device image determined backup occurred due to a power on reset while the device was implanted. Further testing after reloading product code found that end of service could be triggered by mechanically stressing the device. However, power on reset could not be reproduced. Device battery was found to be above elective replacement level. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.